Event description:
Medtronic provided the following information: it was reported that during a redo ischemic ventricular tachycardia procedure using a catheter on the last two radiofrequency (rf) lesions, the patient experienced ventricular fibrillation. A large amount of artifact was observed on the electrogram signals during radiofrequency (rf) delivery, which was described as resembling an electrosurgical cautery generator delivery of rf energy to the surgical site. The physician decided to stop the procedure and stated the procedure was completed. The patient required defibrillation to terminate the ventricular fibrillation. No further patient complications have been reported as a result of this event. On 2025-02-14, additional information was received indicating that the shaft of the catheter was slightly broken and was the cause of the noise.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.